Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Evaluation of the photo indicates that the cannula broke off. A total of 10 retained samples were visually inspected, and no separation between the cannula and hub was noted in any of the samples. Additionally, no cannula defects were observed in any of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: breaks off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using the bd vacutainer® eclipse¿ blood collection needle, the needle detached from the end of the cannula and remained in the patient¿s arm. No adverse impact occurred, and no intervention was required for either the patient or the user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using the bd vacutainer® eclipse¿ blood collection needle, the needle detached from the end of the cannula and remained in the patient¿s arm. No adverse impact occurred, and no intervention was required for either the patient or the user.